Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. A cartridge change was performed resolving the occlusion. Customer¿s blood glucose level was 300-400's mg/dl.